Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant, it was determined that the atrial and right ventricular (rv) leads had been inserted into the wrong connector ports, resulting in inappropriate pacing in both the atrium and the ventricle. The pocket was reopened and the connections were corrected. The leads remain in use. The patient is enrolled in the surescan pas clinical study. No further patient complications have been reported as a result of this event.